Event description:
Boston scientific received information in (B)(6) 2013 that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this device displayed a fault code#1003 (voltage too low for projected remaining capacity) that was triggered in (B)(6) 2012. Ts discussed the issue and recommended device replacement. Additionally, the hcp was informed that a memory upload could be performed to better understand the depletion of the device's battery.

Event description:
Boston scientific received information that a device replacement procedure will be undertaken in (B)(6) 2013. It does not appear that a memory upload had not been undertaken. Boston scientific received information that this device was explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing.

Event description:
Subsequenty, boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon return, the device will undergo detailed laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of beginning-of-life (bol) at 3.002 volts. A review of device memory confirmed the clinical observation of a fault code#1003 (voltage too low for projected remaining capacity). Engineering calculations determined that this device did not meet expected longevity. The casing of the device was removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. It was concluded through extensive examination that the high current drain was the result of a crack in the capacitor. This type of component malfunction could result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.